Event description:
It was reported that "surgeon implanted plate and decided that the screws were too long after locking that the x-ray and began removing them. As he was doing this the spring-loaded bar on the plate bent 90 degrees. He replaced the plate and screws with new ones."

Manufacturer narrative:
Additional info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.